Event description:
It was reported that the 9800 system presented a communication fail error, touchscreen failure error and a precharge failure. Reboot was required. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator interface board, hard drive, system interface, motor relay and precharge pcb. The system was tested and found to be working as intended and placed back into service.